Event description:
It was reported that an infusor elastomeric device had no flow after 24 hours of patient use. The device was filled with an unknown analgesic drug. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The lot was manufactured on may 5, 2014-may 7, 2014. Evaluation summary: the actual device was evaluated. The device was received without fluid in the reservoir. Visual inspection did not reveal signs of blockage or physical abnormalities. Functional testing was performed by filling the device with water. Flow from the unit was observed at the luer after removal of the blue winged luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.